Event description:
Two devices (part #714t) were returned to mxi service and repair.

Manufacturer narrative:
Concomitant medical products: 714t (lot # unk) - manufacturing date: unk. The devices (part #714t) were evaluated and indicated that arms were broken. (B)(4). Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).